Event description:
The customer reported that the c-arm will not fluoro. The problem occurred over the weekend. There was no patient injury reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the blown fuse f5 with onsite spare. The c-arm now boots correctly and is operating as intended.